Event description:
Patient reported "implant rupture in the left breast" "fibroadenomas of both mammary glands" and ""asymmetry and induration in the left breast were noticed" . Device status has been explanted.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Visibility/palpability: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Lump/nodule-ndr: not applicable, as the event is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional, also reported, left side capsular contracture, baker grade iii.